Event description:
A pt reported experiencing heaviness in the chest while using a surestep meter. Pt is not diabetic but monitors blood glucose because the pt is on hydrocodone for the pt's back pain. Pt started using ss meter in 1999. In 2001 morning, pt's fasting blood glucose was 29mg/dl on ss meter. Pt started experiencing heaviness in the chest, cold sweat, dizziness, and legs started to shake. Pt took 2 glasses of orange juice with 1 tsp. Of surgar, 2 glucose tablets, 1 ativan tablet and ate a bar of candy. Pt was taken to emergency room where blood glucose was 116mg/dl. At the ER, pt was reportedly treated with sublingual nitro and diagnosed as having a hiatus hernia. Pt was reportedly not treated for blood glucose abnormality. No further info has been provided.